Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage on the molded insulator located at the grip tip. Electrical continuity test was performed and passed. Failure analysis found the secondary failure of indentations on the molded insulator to be related to the customer reported complaint. Visual inspection was performed and the instrument was found to have mechanical indentations on the molded insulator. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing there was a damaged tip on the maryland bipolar forceps instrument. There was no report of patient involvement.